Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin on some occasion, and changed the pump supplies and successfully resumed insulin therapy on other occasion. Reportedly, customer is loading the cartridge onto the pump and filling cartridge with insulin while cartridge remaining in the pump. Tandem customer technical support informed customer that customer is loading the cartridge onto the pump and filling cartridge with insulin while cartridge remaining in the pump, is off label per the user guide. Customer¿s blood glucose level was 245 mg/dl.